Event description:
An oscar peripheral multifunctional catheter system was selected for treatment. The balloon had a pinhole rupture in highly calcified lesion. The balloon could have been deflated and retrieved from the oscar support catheter, no oscar related complication occurred. Physician commented that any balloon would rupture in a calcium chunk like that.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process controls as well as the final inspection during which each instrument is subjected to a high-pressure test. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the physicians description, the most probable root cause for the complaint event is related to the patients anatomy (i.e. Severely calcified lesion).